Event description:
It was reported that an ilet touchscreen cracked and became unusable, after which the device could not be operated and was shut down and replaced; the event is consistent with a device mechanical damage issue affecting the display assembly. Symptoms included inability to use the device and associated interruption of insulin pump function without injury. Outcomes included continued diabetes management using cgm while awaiting the replacement device and instructions to return the damaged unit. Investigation included complaint intake review and logistics verification, along with user guidance to shut down the device and sync data prior to return. Investigation of this case revealed screen damage rendering the interface inoperable, consistent with physical breakage of the display component and resultant loss of intended function. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device manufacturing or design.